Event description:
The device was used during a lar procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.